Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: unable to perform complaint lot history check or leakage due to unknown lot number. Customer returned (2) loose 1/2cc, 8mm syringes. Customer states that there is leakage of the drug solution from the barrel. Both returned syringes were tested and both were able to draw and expel properly without any observed defects. Unable to perform DHR check or leakage due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm experienced leakage. The following information was provided by the initial reporter: this is a report about leakage of the drug solution from the barrel. According to the customer's report, the drug solution leaked from the side of the barrel during the use.